Manufacturer narrative:
Sample received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a trocar seized instrument remained stuck in the trocar, the same incident occurred on 2 trocars. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: three opened 25ga trocar were received with an instrument stuck in each trocar. The instruments could not be removed in the condition they were returned, so the samples were soaked in united states pharmacopeia (usp) water to remove the hub and cannulas. A large amount of procedural residue was found inside the cannulas. After the trocars were cleaned with pin gages all three were visually inspected per facility procedure and were found conforming. All three trocars were then dimensionally inspected for cannula internal diameter (ID) and found to be conforming. Sample 1 had an ID of 0.0212¿, sample 2 was 0.0213¿ and sample 3 was 0.0212, as compared to the specification of 020211¿ ¿ 0.0215¿. For this complaint file, the final customer lot was identified. For this final lot, nine 25 ga entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. The initial evaluation results did confirm the instrument¿s inability to be removed from each of the three trocar assemblies. Once cleaned, the instruments were able to be removed from the trocar assemblies easily and a large amount of procedural residue was found inside each of the three cannulas. Because the trocar was found to be visually and dimensionally conforming, for cannula ID, an exact root cause could not be determined as to why each instrument was not able to be removed from the trocar it was received with.

Event description:
The event was resolved. The patient was not hospitalized as a result of the event and there were no medications or unplanned medical intervention required to treat the event. Per the surgeon, the device contributed to the event.